Event description:
The service report shows that the device became inoperative while on a pt. There was no pt harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device, verified the vent inop condition and replaced the appropriate parts. The unit then passed extended self testing.